Event description:
Patient reported left side "implant went under some type of tissue, I can't wear bras" and "in excruciating pain". Patient later reported "small leak and have lost 30-40 cc's". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, malposition, deflation.